Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1390 mg/dl while wearing the pod. Patient was reported to be in a "coma" and transported via ambulance to the hospital and admitted to ICU (intensive care unit). Treatment information and length of stay were not provided. It was reported that the patient was receiving sensor error messages from their dexcom cgm (continuous glucose monitor) therefore the cgm and omnipod system were not able to communicate for awareness of elevations in the blood glucose levels.

Manufacturer narrative:
Inspection of the pod manager history and patient history buffer files show that the system was receiving high estimated glucose values from the sensor along with intermittent periods of no connection with the sensor on (B)(6) 2024. When in automated mode, the system was found to appropriately adjust suggested insulin with estimated glucose values received from the sensor. All boluses programmed were found to be fully delivered with the last bolus delivered at 03:08 on (B)(6) 2024 for 3.95u. At 04:14 on (B)(6) 2024 the pod was no longer receiving valid estimated glucose values from the sensor. The system correctly switched into automated mode: limited after 20 minutes of missing sensor values and delivered insulin at the lower of the user¿s adaptive basal rate and manual mode basal rate, as expected. The controller was shown to give missing sensor alerts every hour after this.